Manufacturer narrative:
(B)(4) follow up. It was reported mold spots on the cap, damaged syringes and damaged packaging was found before use. A device history record review was completed by our quality engineer team for provided material number 306595 and lot number 4116261. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details:the teacher of the picu equipment department reported that mold was found before use, and mold spots were found on the white cap. 20 were affected. One sample can be returned. Photos can be provided. Green claims are required. A complaint reply letter (with official seal) is required. A complaint receipt letter is required. The teacher of the hematology equipment department reported that the packaging was damaged/the edge of the syringe was damaged before use.